Event description:
It was reported that a patient with known short to shield had a depleted internal power module battery alarm. The battery was requested from customer service. It was stated that the alarm resolved with the battery exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number: ppm-25824) producing a battery alarm could not be confirmed. No photos were submitted for review and no products related to this event were returned for evaluation. Provided information indicated that the internal battery of the unit was replaced, and the alarm resolved. The root cause of the reported alarm could not be conclusively determined through this evaluation. Review of the device history record for the power module, serial number ppm-25824, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ provides information on how to handle all alarms that may be produced by the power module, including advisory low battery and hazard low battery. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.